Event description:
It was reported that the device burned through a drape.

Event description:
It was reported that the device burned through a drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on previous investigations with the same failure mode, the most probable root cause can be determined to be a use error issue where customer rests the light cable on the bed and burns the drape. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.